Event description:
A malfunction alarm was reported, with a specific malfunction code of "malf 12." There was no adverse impact to the customer's blood glucose level. The customer had no backup therapy available and planned to consult with a healthcare provider.